Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report an alarm during the manual prime. The customer was advised to discontinue using the insulin pump, and was transferred to the local office for a replacement. The customer did not remove it as instructed, and later experienced low blood glucose levels that required treatment by the paramedics. The customer's blood glucose dropped to 1 mmol/l. Nothing further was reported.